Event description:
The customer reported a bloody fluid leak of approximately 2 cups from under a coulter lh 780 hematology analyzer while running patient samples. The leak was not contained within the instrument. The customer stated that hgb (hemoglobin) incomplete error messages had been generated at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, face shield and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and found a hole in the tubing through pinch valve vl12b. The fse replaced the defective tubing through vl12b, which resolved the leak and the errors. The instrument ran without any leaks or errors and the repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(4).